Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6762671 number, and no non-conformances were identified. Manufacturing date: 20/sep/2013. Expiration date: 30/sep/2017. A manufacturing record evaluation was performed for the finished device 6807650 number, and no non-conformances were identified. Manufacturing date: 12/mar/2014. Expiration date: 31/mar/2018. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was diagnosed through a visit to the physician¿s office. As a result, explant was performed on (B)(6) 2022. Two lot/serial numbers were provided, however, it could not be determined which one belongs to the impacted product.

Manufacturer narrative:
Additional information was received on march 1, 2023. Replacement with 375cc saline prostheses was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on december 13, 2022. The lot/serial number, previously unknown, was obtained with receipt of the device. The lot number is 6762671. The serial number is (B)(6) . A manufacturing record evaluation was performed for the finished device 6762671 number, and no non-conformances were identified. The investigation of the returned device was completed by the failure analysis lab on december 30, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedures, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).